Event description:
A catheter migration was reported. The pump was delivering dilaudid, clonidine and bupivicaine.

Event description:
It was later reported that the patient experienced increased pain and loss of pain relief. On (B)(6) 2012, a catheter access port (cap) contrast dye study was performed which revealed catheter tip fibrosis, catheter fracture and migration. The catheter was replaced on (B)(6) 2012. The outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 8832, serial # (B)(4), product type programmer, patient. Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8832 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted:2012 (B)(6), product type catheter. (B)(4).